Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited chronic high capture threshold. The asymptomatic patient presented in the operating room for lead revision. All other electrical measurements were in range. The lead was explanted and replaced successfully. The patient remained in stable condition prior, during, and post operation. The patient would continue to be monitored.